Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Primary di# (B)(4). Visual evaluation of the returned product confirmed that both the inner 88440082900 and outer 88440083000 cavities are cracked. The external carton box is slightly creased on several sides. DHR was reviewed and no discrepancies were found. Root cause is attributed to the distribution process in transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up MDR will be reported. If any further information is found which would change or alter any conclusions or information, a supplemental will filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in the sterility department, that the inner plastic packaging was cracked.